Event description:
The customer reported, the 9900 system displayed a "files corrupt" error message and the intensifier cable is torn. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was reloaded. The power supply was checked and the high voltage cable was replaced. The system was tested and operates as intended.